Manufacturer narrative:
The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that the rt200 adult dual heated breathing circuit failed the leak test prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult dual heated breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed a cut in the expiratory limb approximately 37 cm from the distal connector. A lot check revealed no other complaints of this nature for lot 130926. Conclusion: the observed damage was most likely caused by a sharp object, possibly due to opening the box or device bag with a knife or boxcutter. All rt200 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions supplied with the rt200 breathing circuit state: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". The hospital staff correctly checked the subject breathing circuit before patient use, which is in line with the rt200 user instructions.

Event description:
A healthcare facility in (B)(6) reported via a distributor that the rt200 adult dual heated breathing circuit failed the leak test prior to patient use.